Event description:
The customer reported that the battery of their t:slim x2 pump was not charging, and the charging connection was not recognized even after following troubleshooting steps. Despite using different charging accessories, the issue persisted. It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.